Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Based on the information available, at this time no definitive conclusions can be made. If additional information regarding additional medical / surgical intervention associated with the phasix mesh is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. Severity is listed as mild. On (B)(6) 2014 the patient was implanted with a bard/davol phasix mesh in the midline for the repair of a primary incisional hernia. A retro-rectus, rives-stoppa technique was performed. There was a superficial cautery injury to loop of bowel with no deserosalization. On (B)(6) 2016 the patient was diagnosed with a post operative recurrent ventral hernia. The patient outcome is ongoing, the relationship to the procedure and the device are both identified as possibly related. To date there has been no surgical intervention.